Manufacturer narrative:
Resolution and disposition/conclusion: the unit was replaced and returned directly to philips-respironics for failure investigation (fi). Fi could not duplicate error code 1012 and did not observe any malfunction during the inspection of the unit; the root cause could not be determined. The determination could not be made that the device failed to meet specifications.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Office contact address: (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement.